Event description:
It has been reported to philips that there was an intermittent issue with the system's suite computer, which can impact booting. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.